Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and an ivtm treatment was needed for hypothermia. A zoll quattro catheter was inserted into the femoral vein. The indwell time of the catheter was 46 hours. During therapy, the thermogard displayed an air trap alarm due to the start-up kit (suk) air trap leak. The air trap was noted to be coming loose from the polycarbonate tubing. The suk and thermogard were replaced to continue with therapy. No patient consequences were reported.